Event description:
It was reported that during a generator replacement this right ventricular (rv) lead showed signs of fracture and exhibited high out of range pace impedance measurements. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.